Event description:
It was originally reported that the tip of the bravo capsule was dry. The capsule was not used on the patient.

Manufacturer narrative:
Final device analysis revealed a procedural non-conformance. The capsule was returned separate from the delivery system. The trocar needle was advanced with no blood present. The plunger was fully depressed. It broke off. The analyst found no visual anomalies of the push/pull wires and thrust tip/push pin. The white foam pad was slightly off centered.